Event description:
It was reported that during a closure of a colostomy procedure, the anvil would not attach to the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 02/06/2009. Information anticipated, but unavailable at this time.